Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for the revision of the right ventricular lead due to an insulation breach. The lead was capped and replaced on 26 apr 2022. No further information was available.

Event description:
New information received notes that the patient was asymptomatic and stable following the procedure.